Manufacturer narrative:
Approximate age of device ¿ 4 years and 8 months. The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported gi and nose bleeding events could not conclusively be determined. The instructions for use lists bleeding, hepatic dysfunction, and right heart failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had a previously unreported history of extensive gi and nose bleeding events requiring multiple hospital admissions over an unspecified period of time. The patient was transfused with 12 to 18 units of packed red blood cells during that time period. The patient reportedly swallowed large amounts of blood which led to increased ammonia levels, hepatic failure, and right heart failure. The patient was taken off all anticoagulation medications and placed in hospice care. The patient expired on (B)(6) 2015.